Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: opening and underweight. A microscopic analysis was performed which identify an opening striated in the device and sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A striated opening in the posterior side assessed as surgical damage. A sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.